Event description:
It was reported that the patient developed a scalp infection, the exact location was not specified. The physician confirmed the cause of the infection was not device related. The patient underwent an explant procedure of the entire deep brain stimulation (dbs) system as a precaution. The patient was prescribed antibiotics and is doing well post operatively. The devices will not be returned for analysis as they were destroyed by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(4). Batch: 7082657. Product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(4). Batch: 521109. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Batch: 7088366. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Batch: 7088439. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: (B)(4). Batch: 27889964.